Manufacturer narrative:
The process of analyzing information is ongoing. Additional information will be provided once the investigation is completed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about the event involving the enterprise 8000x bed. It was indicated tha the bed moved unintended (went up and down on it's own). No patient involvement and no injuries were reported.

Manufacturer narrative:
Arjo was informed about the event involving the enterprise 8000x bed. It was indicated that the bed moved unintended (went up and down on it's own). No patient involvement and no injuries were reported. An arjo service engineer visited the customer to inspect the device. Inspection of the bed revealed a control panel malfunction. Based on the post-market surveillance data and information gathered in the course of investigation, the most likely cause of the reported unintended movement may have been the control panel malfunction (comprehensive attendant control panel (acp)). It was indicated that the control panel had a crack. The arjo technician replaced the acp, and the bed was working as intended. The instructions for use for the enterprise 8000x bed (document number: 746-585-UK) contains preventive maintenance instruction for handsets: "check that the patient controls, caregiver controls and attendant control panels operate correctly." Those activities are to be done by qualified personnel weekly during preventive maintenance procedures. Based on the above, it may be conjectured that the acp damage was caused by an improper handling of the device, which resulted in unintended movement of the bed. To sum up, the bed did not meet its performance specifications due to faulty control panel. No patient involvement was reported. This complaint is deemed reportable due to allegation of an unintended movement of the bed.